Event description:
The hcp reported the pt complained of tenderness and redness over the generator site and neck pain. The pt presented to the ER and was then brought to the or for explant. The cp described both the generator site and the lead insertion site as grossly infected, oozing pus and exudate. The infective organism was unk. The pt was treated with intravenous antibiotics for probable bacterial meningitis. Add'l info has been requested from the hcp, but was not available on the date of this report. See MFR report#: 6000153-2008-01124 and 6000153-2008-01125.